Manufacturer narrative:
Investigation results: customer return sample / photo and/or retain evaluation summary: no samples were returned. Returned photographs labelled black fm in the tubes, air bubbles, smear, contaminated gel and oily stopper all correctly described the defects within the photographs. DHR/bhr review: for level ¿a¿ complaint, no DHR review is required. Investigation conclusion: evaluation of the returned photographs confirmed all of the defects reported above. Examination of the photographs provided confirmed all of the reported defects. Root cause description: no - based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes showed black fm in the tubes *16 ea, air bubbles *1519 ea, smear * 593 ea, contaminated gel * 1 ea, and oily stopper * 1 ea. No reports of injury, exposure or medical intervention.